Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 444 mg/dl on their blood glucose meter. The customer immediately tested again using the same meter and test strips getting a result of 520 mg/dl. According to the consumer, she administered and unk amount of insulin based her readings and subsequently experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer did not have any control solution to perform a control solution test on the strips in question. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.